Manufacturer narrative:
During reliability analysis, they inspected 1 opened/used enlite sensor and performed a bbs solution test and the sensor failed per specification. There was no interstitial signal reading detected due to a sensor cannula broken near the base.

Event description:
The customer reported via phone call that she had a sensor alert and her blood glucose was 169 mg/dl. Customer stated that she was shopping at the time of the alert. Troubleshooting was performed and the customer's site location was reviewed. Customer was advised to remove the sensor and found that it was bent. Customer was advised to change the sensor.